Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Care giver for the end user states the right brake does not grab because the wheel grinds against chair frame.